Event description:
After 5 days of implantation, this lead became dislodged. It was reported that the pt attempted to get out of bed and the lead became dislodged. The pt then underwent a repositioning procedure, which was successful and the lead remains implanted.